Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: during investigation, the display screen was found to be dim and discolored. The keypad cover was found to be intact; no damage was observed. The up arrow and down arrow buttons were intermittently unresponsive during testing. The ok and contrast buttons responded appropriately. The keypad cover was removed and evidence of contamination was found underneath all of the key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The display screen has become dim and the text has become yellow in color. The issue began several months prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.